Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 0.9-1.1cm from the reference end of a lead insulation body segment, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 13.7-13.9cm from the reference end of a lead insulation body segment, consistent with lead friction to the ICD can. Internal insulation abrasion was noted under the svc shock coil at 21.7-21.9cm, 26.1-26.3cm, and 26.4-26.6cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 6.8-8.0cm and 7.5-8.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at these locations. Internal insulation abrasion was noted under the rv shock coil at 3.6-3.cm from, 4.4-4.6cm, 4.3-5.0cm, and 5.5-5.8cm from the distal tip. The re ring electrode sensing conductor etfe coating was abraded under the rv shock coil at 4.4-4.6cm from the distal tip. This is consistent with the observation from the field of noise and variable capture threshold.

Event description:
It was reported the patient had inconsistent right ventricular threshold that had to be addressed with programming. The programming change led to unexpected premature depletion. The lead was capped and replacement. Noise was observed on the lead prior to the procedure. No further information is available.